Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported by the patient that the patient¿s left ventricular (lv) ¿lead had moved¿. The lead was turned off and subsequently capped and replaced. No patient complications have been reported as a result of this event.